Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt believes the infusion device changed basal rates by itself resulting in low blood glucose. On (B)(6) 2011, she noticed the basal rate was too high and her blood glucose measured 22 mg/dl. She switched to the backup infusion device and had no further issues. Her normal blood glucose range is 100-130 mg/dl. The infusion device was requested to be returned for eval.